Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the rear response button was intermittently non-functional. The cause for the defective response button was an open connection due to a scratched response button ribbon cable. The root cause for the damaged response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The rear response button was intermittent.